Event description:
Additional information was received that noise continues to occur on both the right ventricular (rv) pace sense and shock channels. Oversensing of the noise is leading to inappropriately stored non-sustained ventricular tachycardia (vt) episodes. It was noted that the patient owns a neck massager, which was determined to be the likely source of the suspected electromagnetic interference (emi). The physician has asked the patient to discontinue use of the neck massager. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that low, out-of-range (oor), shocking lead impedance measurements of less than 0 ohms continue to be observed. Further, noise was noted at the same time that the alert was detected. The behavior of the signal was likely an electromagnetic interference (emi) which could impact the impedance measurement as well. The health care professional (hcp) will discuss with the physician and see if the source of the signal could be traced back. An attempt was made to obtain additional information, however, no additional information is available. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). All available information indicates that the system remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited a low out of range shock lead impedance measurement. Upon review in logbook, noise was noted that caused inappropriate non sustained ventricular tachycardia (vt) events. Boston scientific technical services (ts) was consulted and discussed further troubleshooting options. It was noted that only one measurement was out of range and all other measurements were stable and in the high 50 ohm range. Attempts to obtain additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.